Manufacturer narrative:
As received, a partial lead (connector end) was returned for evaluation in one piece. Visual inspection of the lead revealed a breach of all the lumens, fracturing all the cables and all four filars of the inner coil distal to the suture sleeve tie impression. The cause of the reported events was consistent with clavicle crush.

Event description:
Related manufacturer report number: 2017865-2017-02227.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received from the field, the cause of the reported incident could not be conclusively determined, but was potentially caused by subclavian crush due to the patients physical activity.

Event description:
During a follow-up, a loss of pacing on the left ventricular (lv) lead was noted. Further investigation revealed the lead was cut into two parts potentially due to subclavian crush. The lead was capped but could not be replaced due to patient condition. The patient was stable with no adverse consequences.